Event description:
It was reported that electrogram (egm) review was requested for this pacemaker due to concerns about not mode switching and pacing at the maximum tracking rate (mtr) for slow atrial tachycardia (at). Upon review, the at rate was between 150-160 beats per minute (bpm), and the atr trigger rate was programmed to 170 bpm. Additionally, there was intermittent atrial undersensing due to cross chamber blanking and ventricular pacing at the mtr, however, there also appears to be appropriate blanking of farfield signals. Technical services (ts) reviewed troubleshooting options and programming considerations. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.